Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of a bleeding from a common hepatic fusiform aneurysm after a pancreaticoduodenectomy surgery. After a stent graft was implanted, a proximal type I endoleak was observed. For treatment, a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used with a 0.018 inch, 300 cm thruway guidewire and a 7 fr, 68 cm parent cross sheath. The vsx device was inserted within the sheath to the target site. The sheath was then pulled, and the stent graft was unsheathed. During deployment, strong resistance was felt, and the deployment line became stuck. The vsx device was removed. Additional ballooning was performed to treat the endoleak and it was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure mode of deployment line stuck failure to initiate deployment is not consistent with the findings of the ability to continue deployment via the knob. The root cause of the loose deployment fiber and exposed strut could not be established with the available information, but did not affect the deployment ability of the device, as the engineering evaluation determined deployment could continue via the knob. The root cause of the reported failure mode could not be established within the engineering evaluation.